Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the left ventricular (lv) lead, the lead was placed in the left part of the heart but after taking some measurements of the electric activity, high thresholds were measured. It was decided to replace the lead, however, the implanter was not able, as the tip was stuck and after trying with different instruments to extract it, the physician decided to abandon the lead. The lead remains in-situ and an epicardial lead may be placed in the future. No patient complications have been reported as a result of this event.